Manufacturer narrative:
Product evaluation: one full osseotite® tapered implant 3.25 x 11.5mm (fnt3211) and unknown legacy biomet mount were returned for investigation. Visual evaluation of the as returned products identified that the devices were attached to each other. Functional testing was performed but the devices could not disengage. Therefore, the reported event was confirmed. No pre-existing conditions were noted on the per. The reported devices were intended for an unknown tooth location. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: per the applicable IFU, under the section precautions, it is stated that improper technique may lead to device failure. DHR review (fnt3211): DHR review for the lot (2018112225) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review (fnt3211): complaint history review was performed for the reported lot number (2018112225) for similar events (complaint category keywords: does not disengage/release) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that during the surgery placing an implant in tooth location #13, the mount did not disengage from the implant. Doctor took another implant with another mount to finish the procedure.